Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right deflation. (B)(4).

Event description:
It was reported that a female patient with unknown age, race, and ethnicity underwent revision breast augmentation with a 300cc mentor smooth round moderate profile at an unknown date and experienced right side breast implant deflation postoperatively. As a result, the patient underwent explantation and replacement with similar mentor prosthesis on (B)(6) 2020.

Manufacturer narrative:
On january 26, 2021, device evaluation was completed. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample, revealed that the sal smooth rnd diap 300cc breast implant was found to have a tear on the anterior view, near to the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 20, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device and paperwork received with the device, the lot number under field d4 has been updated to "6787012". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of implant under field under field 6a has been updated "(B)(6) 2013" same as manufacturing date of lot number provided as per manufacturing record evaluation (mre) completion. If additional information is received regarding the implant date, the information will be updated and supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).